Event description:
It was reported that a new lead was added for pacing and sensing. Post close of the implant procedure, oversensing was observed. The physician decided to open the pocket and put medical adhesive on the device grommet. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku